Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The stem trial became lodged in the femoral canal. While attempting to use the stem trial extractor, the threaded end broke off in the stem trial, resulting in increased case time.

Manufacturer narrative:
The device associated with the reported event was not returned. Based on the provided information the root cause of the reported osteotomy is due to the inability to remove the device from the bone canal secondary to the failure of the pfc stem trial extractor. The investigation could not verify or identify any product error of the pfc* flut tib rod trl to the reported event with the information provided. No corrective action required. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.